Manufacturer narrative:
This lead will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that during a follow up it was noted that high of range pace impedance measurements were exhibited with this device and right ventricular (rv) lead. A revision took place to determine the root cause of the observation, but no issue was identified with the lead and no issue with the connection was seen. Loss of capture was also exhibited. The rv lead was tested with a pacing system analyzer (psa) which showed normal measurements. The physician thus explanted and replaced the device and rv lead. No additional adverse patient effects were reported.

Event description:
It was reported that during a follow up it was noted that high of range pace impedance measurements were exhibited with this device and right ventricular (rv) lead. A revision took place to determine the root cause of the observation, but no issue was identified with the lead and no issue with the connection was seen. Loss of capture was also exhibited. The rv lead was tested with a pacing system analyzer (psa) which showed normal measurements. The physician thus explanted and replaced the device and rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a follow up it was noted that high of range pace impedance measurements were exhibited with this device and right ventricular (rv) lead. A revision took place to determine the root cause of the observation, but no issue was identified with the lead and no issue with the connection was seen. Loss of capture was also exhibited. The rv lead was tested with a pacing system analyzer (psa) which showed normal measurements. The physician thus explanted and replaced the device and rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was expected to be returned for analysis. Should the lead be returned analysis will be completed and this investigation will be updated.